Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative on 2020-jun-22 regarding a patient receiving morphine (5mg/ml at 0.5mg/day) and clonidine (0.1mg/ml at an unknown dose) via an implanted infusion pump. It was reported that the patient went to the hospital on (B)(6) 2020 with withdrawal symptoms. The patient was hypertonic and experienced tachycardia. Magnetic resonance imaging (MRI) showed a granuloma on the catheter tip. On (B)(6) 2020 the spinal segment of the catheter was explanted and a reservoir volume discrepancy was noted as 7ml were expected and 9ml were aspirated. The pump was filled with nacl and minimum flow rate was programmed. A new pump system was not planned. There were no known environmental, external, or patient factors that may have led or contributed to the issue and the issue was considered resolved at the time of report. The patient's status was alive, no injury and no further complications were reported or anticipated.